Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report possible out of range issues on (B)(6) 2015. Patient did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log observed firmware errors; therefore, the reported event of possible out of range issues was confirmed. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).